Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit has error code message of check valve 3 (cv3) leak. Reportedly, customer reported that the cv3 was torn. The customer reported there was no patient involvement.